Manufacturer narrative:
Analysis of programming history. Results, analysis of programming history confirmed the decrease in eos projection. Conclusions, the root cause of bias between the time to eos projections for the generator and model 250 programming system appears to be due to an incorrect characterization during the design control phase.

Event description:
It was reported to manufacturer that during vns patient's office visit, the generator showed 2 months until end of service. When the patient was seen last in (B) (6) 2010 patient had 5 months until end of service. Patient is set at high settings and based on battery life calculation of these settings, the generator would be approximately one year until end of service. Patient has been referred to a surgeon for battery replacement. Good faith attempts to obtain additional information have been unsuccessful to date.